Event description:
Patient is a 35-year-old male who in surgery in which his abdomen was intentionally left open. A 3m tegaderm contact non-adherent barrier was applied to his wound. The surgeon spoke with a representative who works for a 3rd party distributer. The surgeon was told that this product was designed for this type of application.the patient returned to the operating room five days later. Unfortunately the non-adherent barrier was found to be adherent to the bowel. When removing the barrier, the serosa of the intestine split apart. Sutures were placed but due to the condition of the intestine there was some leakage of air and a small amount of enteric contents from the actual needle holes. Additional sutures and tisseel were needed to further repair the intestine.it doesn't appear that the patient will have any additional sequelae as a result of the application of this product.